Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. The patient reported an inaccurate high blood glucose result of 219 mg/dl with a lifescan meter. The patient could not provide any numeric value for the other meter. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.